Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the local staff had identified the main board as the cause and intended to return the c3 to the hospital after replacement repair and inspection. However, just before returning the c3 to the hospital, the c3 would not turn on when the power button was pressed. Summary: unit doesn't start up (black screen).